Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: balloon rupture. It was reported that no predilatation was performed prior to stenting of the tight lesion located in the svg to the rca due to the patient's high creatine levels. During deployment of the stent, the sds balloon ruptured at 8 atms, after which a dissection was observed at the lesion. The stent was adequately deployed and post dilatation was performed on the stent, with a long inflation of the balloon, which sealed the dissection. No additional event or patient information is available. The returned goods lab analysis did not confirm the reported balloon rupture; however, the analysis did reveal a tear over the proximal seal.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon and in the guide wire lumen. There was contrast in the balloon and inflation lumen. The balloon was returned loosely folded. There were two kinks on the inner and outer member 11.5 cm and 12 cm distal to the guide wire exit notch. There was a kink on the hypotube (bayonet), and outer member 2.5 cm proximal to the guide wire exit notch. There were two kinks on the hypotube 41 cm and 91 cm distal to the strain relief tubing. There was no other damage noted to the sds. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid came out of a tear over the proximal seal. The tear was 3 mm in length. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.